Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis and a blood glucose (bg) level of 780 mg/dl. In addition, the customer experienced neuropathy pain and bleeding of the retina. The customer was treated with intravenous insulin and saline and discharged from the ER 5 hours later with no known permanent damage. Reportedly, air bubbles were observed within the canister. Customer performed a supply change to address the issue.

Event description:
It was reported that air bubbles were observed within the canister. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 708 mg/dl. Customer administered manual injections to address bg level.